Manufacturer narrative:
H6: investigation summary two photos of an open 32g x 4mm pen needle sample were returned from lot. No. 0057736, cat. No. 320559. Visual examination of the returned photos was carried out and a broken non patient end of cannula was observed. As no sample was returned for investigation no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos and the fact no physical sample was returned for investigation it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and the cannula may have been broken. The following information was provided by the initial reporter: according to the patient¿s report, drug didn¿t come out. A pharmacy (customer) confirms that the needle npe was shorter and suspects that it might have been broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and the cannula may have been broken. The following information was provided by the initial reporter: according to the patient¿s report, drug didn¿t come out. A pharmacy (customer) confirms that the needle npe was shorter and suspects that it might have been broken.